Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that the down arrow hesitates and does not always respond and also insulin pump time advances. It was also stated that there was scratches look like smudges on the screen and does distort the display and drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No missing segment/partial display anomaly or button error alarm noted. Device intermittent buttons response due to flattened (creased) down buttons dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window, missing address serial number label.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.